Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. States the lift wil slowly lower itself when it is supposed to be holding the patient up. Will not hold weight. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.